Event description:
Lab experiencing microbubbles around the manifold rotating adaptor/catheter connection during aspiration. Occurs less if they attach extension tubing between the manifold and the catheter. There has been no pt injury.